Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, after the new generator was replaced, it was noted that the right ventricle (rv) lead exhibited high pacing impedance and over-sensed noise that caused pacing inhibition. The rv lead damage was found due to electrocautery. The physician was performed the lead repair during surgery. Programming changes were made. The patient was in stable condition.